Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received, however, the lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant info.

Event description:
It was reported that during prep, the stent prematurely deployed outside of the body. There was no pt injury reported and no add'l info available. Study report.